Manufacturer narrative:
Additional information: g3, h2, h6, h11. The device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
Although requested, the lot number was not provided, therefore the UDI-pi is not available. Investigation of this event is in progress. A follow up will be submitted upon completion of the investigation.

Event description:
It was reported that a patient had a high interocular pressure (iop) of 66 after using the viscoelastic. Additional information has been requested but not received.